Event description:
The customer's mother stated that the customer dropped the insulin pump, breaking it. The customer's mother stated that after the insulin pump was dropped, it delivered 20 units of insulin. The customer was subsequently hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 176 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.